Event description:
It was reported to manufacturer by dealer; per dealer, one of their customers has reported an injury to her son while using a lift. When the incident occurred, minor injuries of scrapes and bruises were the result of his fall. The care-giver at the facility, total life center, where the incident happened, grabbed him to prevent him from hitting the floor, which caused some of the bruising. The patient, knee hit the release knob that lowers the lift and the lift went down fast.